Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 546 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 296 mg/dl. Customer blood glucose reading at the time of the incident was over 205 mg/dl. Customer blood glucose reading at 2:00 am was 340 mg/dl. Customer did not feel good at 5:00 am. Customer high blood glucose reading stared on early (B)(6) 2017. Customer was feeling nausea and thirsty but customer felt better while troubleshooting. Customer treated their high blood glucose reading with manual injection and the insulin pump. Customer stated drive support was normal. Customer did not mention if there were air bubbles or leaks. Customer stated the cannula was not bent. Customer declined to check insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis. Customer also reported rewinding issue. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.